Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed several loss of prime warnings due to zero force during the reported event date. During testing, the pump powered on with a battery alarm which could not be cleared. The load step malfunction could not be tested due to this. The pump was opened and there was no damage found to the internal circuit board.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that all the insulin was dispensed during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.